Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: patient information: not applicable, no patient involved. Samples received: 1 opened and 33 unopened racepacks. Analysis and results: there are previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 33 closed samples and 1 open and unused sample with the needle detached from the thread (thread is still wound on the pack). We have tested the needle attachment of the closed samples received and the results do not fulfill the requirements of the OEM specification. Final conclusion: taking into account that the results of samples received do not fulfill the OEM specifications, we conclude that the complaint is confirmed. Pending further information.

Event description:
Country of complaint: germany it was reported by the healthcare professional to the company sales representative "needle detached easily from the thread. " there is 1 opened racepack. All med watch submisions related to this related to this report are: 3003639970-2018-00517.